Event description:
The customer tested his blood glucose using his contour and elite meters. The contour read 240 mg/dl, while the elite read 120 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement test strips will be sent to the customer.